Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). Concomitant products were used during this study: carto 3 system 14216, stockert st-1116, coolflow pump 04721. (B)(4). Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
It was reported that one patient suffered a cardiac tamponade during an right ventricular outflow tract (rvot) ablation using ez steer catheter and smarttouch thermocool catheter. The procedure was aborted and a pericardiocentesis was performed to withdraw 600 cc of fluid. The patient was required extended hospitalization and in stable condition. The physician commented that smarttouch thermocool catheter may cause this event and patient's anatomy might have contributed to the event. No bwi device malfunctions were reported. Bwi takes conservative approach to report under both ez steer catheter and smarttouch thermocool catheter separately.

Manufacturer narrative:
The device history record (DHR) for the lot number 17036567l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/13/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient suffered a pericardial effusion during an rvot ablation. While ablating with a 4mm catheter they were only able to achieve a temperature of 5-10 degrees celsius so the physician switched to a thermocool sf catheter to continue. After about 3 ablations at 20 watts the crna noticed the patient had no pulse oximetry reading. The patient's blood pressure and pulse were normal. Transthoracic echo revealed the effusion. They aborted the ablation and performed a pericardiocentesis, withdrawing 600 cc of fluid. The patient was stable and sent to the ccu for observation. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.